Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not alert when customer's blood glucose level dropped. Customer stated she bolused and did not eat which caused her blood glucose to drop quickly but the sensor did activate the threshold suspend. Customer's blood glucose was 30 mg/dl and treated with 45 grams of carb. Customer stated that the insulin pump functioned correctly. No further information provided.